Manufacturer narrative:
The date of the previously reported stenosis occurred approx. One month prior to treatment and approximately 12 months post index procedure.

Manufacturer narrative:
Cec adjudicated the previously reported event as target lesion revasc related to the study device, but not related to the procedure.

Manufacturer narrative:
Cec adjudicated the previously reported target vessel revascularization as related to the study device, but not related to the procedure.

Manufacturer narrative:
Cec adjudicated the previously reported target vessel revascularization as not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient was treated in the left distal sfa with 1 in.pact admiral drug coated balloon. Approximately 10 months post index procedure the patient was treated for stenosis of the target lesion using non-medtronic ballooning and non-medtronic stenting. Investigator assessed that the event is probably related to the study procedure and device, but not related to paclitaxel. Patient recovered.